Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) failed to separate from the delivery catheter. The delivery catheter was replaced and the lp was successfully implanted. There were no patient consequences.